Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received without a 3.5 mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Since the sulu was not received for evaluation a pmv representative sulu was used. The representative loading unit was loaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during small bowel resection/ileocolic resection, while stapling small bowel, the first device partially fired. When the second stapler was used, the jaws of the device unable to open after being clamped at the tissue. Surgeon was able to work it off the tissue by wiggling the device. Surgeon used new stapler to complete the case. No patient injury.